Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, unspecified infection. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported through an artia report stating "drainage of peri-implant seroma". Then healthcare professional reported "peri-implant seroma with infection". This record is for the right side. Device was explanted.